Manufacturer narrative:
Received three devices and one (1) customer video were returned showing the leakage from the end of the admin set casing. As received, there were no damages or anomalies observed. Visual inspection found no damage related to customer concern. Leak test confirmed that two of the samples exhibited leakage at the tubing downstream of the cassette right at the exit point. Upon closer inspection under magnification, a tear was observed at the tubing "hook side" bond for each of the leaking samples. The tearing of the tubing is consistent with a pulling force and not that of a manufacturing defect. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that multiple products had leaks. Some leaks are small, so they are hard to notice by eye and are sometimes noticed after hours of use. The exact leak spot is not certain. There was a therapy delay caused by the preparation of a new bag, worsened by a subsequent identical issue. There was no medical intervention. There was patient involvement. There was no patient harm.